Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via social medical of a no delivery alarm. The customer's blood glucose level was unknown. The mother reported of having no delivery alarms and blood sugars of over 500 mg/dl on her daughter causing user error. The customer's mother stated that her daughter was almost hospitalized after no delivery alarm.